Event description:
It was reported a decreased r wave amplitude. Far-r and far-p wave oversensing were observed on the lead. The pace/sense portion of the lead was capped. The fib portion of the lead is still active. No further information on the patient condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.